Manufacturer narrative:
Customer reports they are unable to receive sms notifications for patient. "Complaint summary: customer reports they are unable to receive sms notifications for patient. Investigation/testing summary: issue was investigated in carelink system to determine if there were any issues with sms notifications being sent from carelink. Recent messages show that messages from the carelink side are successful. Upon checking with clickatell support, it was determined that the issue was with a configuration made by the third party. (Most likely) root cause: root cause has been determined to be a configuration issue on the third party side. Clickatell support has resolved this issue internally. Analysis summary: analysis summary: upon investigation of this issue, it was determined that there may be a configuration issue preventing the customer from received sms alerts from carelink. Upon researching recent text alerts in the carelink system, it was determined that there was no issue within carelink preventing these messages from being received successfully. When checking with our sms provider, clickatell, it was determined that a slight configuration change on the third party may improve this issue for the customer. This was completed by our third party, and text notifications to the customer have been successful moving forward. Upon closing this ticket, it has been verified that the customer is now able to receive sms alerts as normal and no further investigation is required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a software issue. Customer did not receive receive sms. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue to use the device and the device will not be returned for analysis.